Manufacturer narrative:
Batch review performed on (B)(6) 2020. Lot 1906301: (B)(4) items manufactured and released on 28-nov-2019. Expiration date: 2024-11-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting pain due to a subsided stem. The cause of the subsided stem is unknown. The surgeon revised the head, stem, and liner and the surgery was completed successfully.